Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt expired from septic shock, multiple system organ failure and possible pump thrombus. The pt has been known to be non-compliant with anticoagulation medications and routine care. Prior to the pt's death, the pt was seen in clinic for a routine visit but quickly deteriorated several days later. The pt went to the ER and was transferred to the implanting center where the pt was in septic shock. An echocardiogram was performed and the av was noted to open with every beat while increasing the pump speed to 11,000 rpm. The decision was made by vad team that the pt was not a candidate for pump exchange due to the history of noncompliance with pump care. The support was withdrawn and the pt expired.

Manufacturer narrative:
Based on the information available to the manufacturer and due to the device not being available for analysis, a direct correlation between the pump and the reported event could not conclusively be determined. Device thrombosis, hemolysis and infection are however listed the device¿s approved labeling as adverse events that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Manufacturer narrative:
(B)(4). No further information is available. The manufacturer has closed its file on this event. Placeholder.

Manufacturer narrative:
The device will not be returning for evaluation, as the device was deposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
A user facility report was received which stated that on (B)(6) 2013, the patient was severely hypotensive and acidotic upon transfer from another hospital. An echocardiogram (echo) performed at the time showed that the left ventricle was not decompressing at an increased pump speed (11,000 rpms) consistent with pump thrombosis. (Reference for lab data reported). Efforts were futile and care was withdrawn. The vad coordinator also provided additional information stating that the patient was not treated again for hemolysis. The patient had multi-system organ failure (msof) due to ongoing non-compliance, hemolysis and heart failure (hf) symptoms. The hospital had reportedly sent a letter to the patient regarding her history of non-compliance. The pump was not explanted when the patient expired.